Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was placed for a patient after being diagnosed with pulmonary embolism. Approximately nine years and three months post filter deployment, it was alleged that the filter was tilted and had stenosed inferior vena cava at the level of the filter tip. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Six single frame CT images were reviewed. The images depict the device in the vena cava. Images # 1, 2 4, 5 and 6 suggest that at least two of the filter¿s legs have perforated the vena cava wall. Medical records were provided and reviewed. Approximately nine years and three months post filter deployment, computed tomography scan of abdomen showed forward tilt of the filter. No strut breakage seen. Impression given as abnormal high placement of the filter. Moreover, stenosis of the inferior vena cava at the level of the filter tip. Therefore, the investigation is confirmed for the reported filter tilt and obstruction of flow, and identified perforation of inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. Approximately nine years and three months post filter deployment, it was alleged that the filter was tilted and had stenosed inferior vena cava at the level of the filter tip. The device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.